Event description:
It was reported that during a shoulder arthroscopy, smoke started to come out of the connection point with the controller when it was activated. No error message or sparking resulted from this event. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The flow 90 wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. Visual evaluation shows minimal wear on the electrode, blood and dried tissue present on the electrodes and suction orifice. The device was connected to the customer returned controller, which revealed that the wand was unable to be recognized by the complaint rf werewolf generator. During functional test, the wand was connected to the flow wand software and the extracted data found that the wand was activated for 3.25 minutes on med default setting and 1.75 on hi default settings. The wand was connected to a compatible werewolf controller and was activated in saline solution at the default and max settings on the controller and performed as intended. Plasma was generated during ablation as intended during all settings, and coagulation function was also observed on hi, med and low modes. The suction line was tested and saline flowed through-out the line as intended. The complaint was not verified as smoke was not observed during device test. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: liquid or debris present inside the wand connector. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.